Event description:
New information received indicated that the programming changes were made and later changed back to initial parameter. Testing was performed and noted evidence of current leakage that caused patient to experience shoulder/bicep twitched at high output mode. The patient was stable throughout.

Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture. No programming changes made were reported. The patient status is unknown.

Event description:
New information received noted that the right atrial (ra) lead was explanted and replaced. Patient was stable throughout.